Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week post routine generator replacement, there was an alert for high undefined impedance on the right ventricular (rv) lead and interrogation of the device shows abnormally high impedance on the pace/sensing portion of the rv lead. After pocket manipulation all impedance measurements returned to normal. The device pocket was opened and serial impedance testing performed showed high undefined impedance. The physician inserted a wrench into the header and verified that the set screw was not tight. The screw was tightened and serial impedance testing showed normal impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.